Event description:
The customer's reported problem occurred during a diagnostic endoscopic procedure. The doctor was inserting the needle catheter into the biopsy channel and while the doctor was performing this movement the needle came out of his catheter earlier than it should have. The operators immediately felt the obstruction and the doctor gave the order to withdraw the needle from the catheter. The doctor then considered it appropriate to finish the procedure with the same instrument.

Manufacturer narrative:
This report is being supplemented to provide additional information that was inadvertently missed/omitted from the previous report. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: the device evaluation was inadvertently omitted from the initial report and has been included below. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the grip has a scratch, air/water cylinder has discoloration, the scope cylinder has discoloration, due to a pinhole on auxiliary tube, water tightness is lost, due to adhesive peeling between light guide lens and distal end, water tightness is lost, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, due to damage on channel tube, channel cleaning brush cannot inserted smoothly, due to clogging of channel tube, the tube cleaning brush cannot be inserted, due to clogging of channel tube, forceps cannot be inserted, connecting tube has coating peeling, and the universal cord has a wrinkle.. However, these defects alone are not considered severe enough to cause a potential adverse event. The event can be detected/prevented by following the instructions for use. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, that the evis exera iii gastrointestinal videoscope had forceps/instrument channel malfunctions. The reported issue was found during the estimation process. Inspection and testing of the returned device also found air/water or aspiration problem, which are caused by insufficient cleaning (handling issue). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.